Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2021 a distributor of infutronix reported an issue on behalf of an end user: "the pumps tubing had a leak at the filter site." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4) medical co. Ltd.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2021-00032.

Manufacturer narrative:
On (B)(6) 2021, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. The reported issue was not confirmed.